Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, wt-ms5b drawer keeps failed to stay closed and unable to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 kept failing. A field service engineer (fse) found the station with full height drawer 7 showing a failed to close error while the drawer was closed. The back panel was opened, and the latch sensor light was found not illuminated on the module board. The red lever was pressed to open the drawer, and the latch inseparable magnet was found to be missing. The drawer was removed from the station, the latch inseparable was replaced, and the drawer was reinstalled. The station was rebooted, after which the customer successfully recovered the drawer and completed inventory testing with good results. The system functioned as intended after the field service engineer repaired the device.